Event description:
It was reported that during an infusion set change the user filled a cartridge to approximately 200 units, initiated a 30-unit tubing fill without seeing drops, removed the connector, and observed insulin leaking from the back of the cartridge; the user was using a steel 6 mm contact/detach infusion set. Symptoms included no adverse clinical effects and blood glucose values remained in range. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education, including guidance to clean the device, use a new cartridge with 150 to 170 units, and retry the infusion set change, as well as guidance to perform a 30-second wake button press to reset touch settings if wake behavior recurs. Investigation of this case revealed a suspected cartridge integrity or handling issue consistent with leakage during fill and an infusion line not primed. It was concluded that the event was resolved with user re-education and device cleaning with replacement of the cartridge, and that the device function was acceptable after the recommended steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.